Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned. Dried blood/body fluid was noted in the lumen. There was nothing visually wrong with the lead that would cause dislodgement. Allegation could not be confirmed by visual inspection.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision procedure was performed. The lead was explanted and another manufacturer's lead was successfully implanted. No adverse patient effects were reported.